Event description:
Patient reported that their one touch meter would not turn on and that they had to contact the emergency services. Medical affairs specialist called and spoke with the patient in 2004, who provided additional info. Patient stated that the power issue started on the meter about a month ago. During that month, they were using their neighbor's advantage meter on and off to test their blood glucose. About 2 days ago, they felt low in the afternoon. They did not try testing on their meter and were also not able to test on their neighbor's meter since they were not at home. Soon after, they passed out and paramedics were called. They do not recall the exact emergency medical tech meter result, but thinks it was around 15 mg/dl or 20 mgmg/dl. They were started on IV glucose and taken to the hosp, patient again, does not recall their blood glucose result at the hosp. They were kept there for 8 hours and released. Patient normally takes a set amount of 16 units of nph and 13 units of regular insulin in the morning and 15 units of nph and 13 units and regular insulin in the evening. At the day of the event, patient had taken their set amount of insulin in the morning. Based on the collective info provided by the patient, the meter did not contribute to the event since the patient had not tried testing on the meter the days prior and the day of the incident. Also patient was taking a set amount of medication and did not base any treatment on the meter. This case is reported as a meter malfunction since the power issue was not resolved with troubleshooting. A replacement meter was sent to the patient.